Event description:
The patient reported that one night a lightning strike occurred on the building where the patient worked, and that the next morning the patient had a racing heart, and the patient did not know if this was the device or anxiety. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: icm09jb53, lead, implanted: (B)(6) 2005. (B)(4).